Event description:
Health professional reported the customer was unable to test with his adc blood glucose meter due to the meter not providing a reading after a blood sample was applied. Health professional further reported that on (B)(6) 2014 at approximately 11:00am, the customer was unable to test his blood glucose and experienced symptoms described as confusion, diaphoresis, and dizziness. Health professional called paramedics and upon their arrival, customer's blood glucose level was determined to be "too low to be read" and he was treated with "IV of d50 (dextrose)". Customer was transported to a local hospital and a reading of 30 mg/dl was obtained on an hcp meter. Customer was diagnosed with hypoglycemia, treated with food and juice, and his blood glucose level rose to 100 mg/dl. Customer's blood glucose level then dropped to 60 mg/dl, he was treated with more food and juice, and then subsequently experienced vomiting. Customer was treated with "anti-nausea medicine" zofran 4mg via intravenous infusion. After a few hours, customer was stabilized and released from the hospital the same day. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.